Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was iui corrosion and a damaged latch mechanism on the pcu (8015). During a patient transport, the nurse had accidentally grabbed the pump and fell into the nurse's hand. It was noted that the latch mechanism was broken. The pump was quickly reattached and infusion continued. There was no patient harm. Although requested, further event information was not provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the february 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿iui corrosion¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that there was corrosion on the iui of the pcu (8015) was not determined because no product was returned. The reported issue that there was corrosion on the iui of the pcu (8015) and a damaged latch mechanism could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was iui corrosion and a damaged latch mechanism on the pcu (8015). During a patient transport, the nurse had accidentally grabbed the pump and fell into the nurse's hand. It was noted that the latch mechanism was broken. The pump was quickly reattached and infusion continued. There was no patient harm. Although requested, further event information was not provided.